Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 495 mg/dl at the time of incident. The customer treated with the manual injection. The other relevant blood glucose level was over 300 mg/dl, more than 400 mg/dl, 72 mg/dl, 434 md/dl, 364 mg/dl and 357 mg/dl. The customer also experienced low blood glucose level of 101 mg/dl and treated with cereal. Troubleshooting was performed for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer also stated that they had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.